Event description:
It was reported that the pump restarted when moved or shaken. The issue was observed during functional testing in their workshop. There was unknown patient involvement.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, event history log review; and battery loss alarm was tested by running the pump for 2 minutes and alarming for 2 minutes and passed. The customer problem was duplicated. The pump was found to have intermittent power, and the pumps ground strap was found to be loose, causing the problem. The pump was in good condition, no physical damaged, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the ground strap.